Event description:
The customer stated they received the error code 1001: the calibration of the assay failed, rubella g reagent lot, on the axsym analyzer. The abbott customer technical advocate (cta) recommended the customer replace the process probe, centrifuge the calibrators and rerun the calibration. In spite of the steps taken, the calibration failed again. The cta recommended decontaminating the tubing, replacing the lamp, replacing and calibrating the sample probe, and cleaning the optics line. The customer again performed all of the recommended troubleshooting without resolution. An abbott field service rep inspected the instrument and found no technical issues. The customer obtained a 2 point calibrator from another laboratory and performed a calibration. The calibration passed and the issue was resolved. No impact to pt management was reported.

Manufacturer narrative:
This is an initial report. An investigation is in progress. A final report will be submitted when the investigation is complete.